Event description:
"Ntaneous" case was reported by a physician and describes the occurrence of the first episode of device dislocation ("the coils were no longer in her fallopian tubes. One was anterior to the uterus close to bladder") and the second episode of device dislocation ("the other coil was near the cornua") in a (B)(6) female patient who had essure (batch no. C76456) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it was curled up like a donut" and device monitoring procedure not performed "did not performed the hsg". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced the first episode of device dislocation (seriousness criterion medically significant), the second episode of device dislocation (seriousness criteria medically significant and intervention required), the first episode of pelvic pain ("pelvic pain") and ovarian cyst ("ovarian cyst"). In (B)(6) 2018, the patient experienced the second episode of pelvic pain ("pelvic pain"). They scheduled a surgical procedure to remove her fallopian tubes but she cancelled it and she said she was going to go for a second opinion. At the time of the report, the last episode of device dislocation, ovarian cyst and the last episode of pelvic pain had not resolved. The reporter provided no causality assessment for ovarian cyst, the first episode of device dislocation, the first episode of pelvic pain, the second episode of device dislocation and the second episode of pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: she was told she could rely. CT scan and us: coils were no longer in her fallopian tubes. One was anterior to the uterus close to her bladder and the 2nd one was near the cornua but it was curled up like a donut. Most recent follow-up information incorporated above includes: on 12-sep-2018: essure lot number was added. Essure was ongoing at the time of the report. Event onset date and outcome were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of the first episode of device dislocation ("the coils were no longer in her fallopian tubes. One was anterior to the uterus close to bladder") and the second episode of device dislocation ("the other coil was near the cornua") in a 39-year-old female patient who had essure (batch no. C76456) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "it was curled up like a donut" and device monitoring procedure not performed "did not performed the hsg". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced the first episode of device dislocation (seriousness criterion medically significant), the second episode of device dislocation (seriousness criteria medically significant and intervention required), the first episode of pelvic pain ("pelvic pain") and ovarian cyst ("ovarian cyst"). In (B)(6) 2018, the patient experienced the second episode of pelvic pain ("pelvic pain"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the last episode of device dislocation, ovarian cyst and the last episode of pelvic pain had not resolved. The reporter provided no causality assessment for ovarian cyst, the first episode of device dislocation, the first episode of pelvic pain, the second episode of device dislocation and the second episode of pelvic pain with essure. The reporter commented: they scheduled a surgical procedure to remove her fallopian tubes but she cancelled it and she said she was going to go for a second opinion. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: coils were no longer in her fallopian tubes .one was anterior to the uterus close to her bladder and the 2nd one was near the cornua but it was curled up like a donut.. Hysterosalpingogram - on (B)(6) 2015: results: she was told she could rely. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.